Event description:
It was reported that the tubing separated between proximal port and safety clamp during an unspecified infusion. The customer stated that the set was in use for at least 24 hrs. And there was no report of patent harm. It was later reported that the patient stated that the "tubing appeared to be coiled in a figure 8 shape and when patient tried to get up, the tubing snapped".

Manufacturer narrative:
The customer¿s complaint that the tubing separated between proximal port and safety clamp was confirmed; a photo provided by the customer observed that the vinyl tubing was cut in half. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that the tubing separated between proximal port ands safety clamp during an unspecified infusion. The customer stated that the set was in use for at least 24 hrs. And there was no report of patent harm. It was later reported that the patient stated that the "tubing appeared to be coiled in a figure 8 shape and when patient tried to get up, the tubing snapped".